Event description:
The reporter stated the surgeon inserted an aq2015a silicone three piece lens but the lens was removed due to being too small for the patient's eye. The lens was removed by cutting the lens into pieces and was discarded. The facility was unable to provide any additional information.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. (Other): lens was discarded by the facility. Evaluation codes: method - (other): work order search. Results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Other text: lens was discarded.